Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked before use while preparing the infusion. The following information was provided by the initial reporter, translated from chinese to english: "leakage at catheter was noticed during the preparation of the infusion."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9050883. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally leakage testing of the device identified an abnormality in the catheter tubing. Despite an extensive review of the manufacturing facility our engineers were unable to identify any potential causes in the manufacturing process. Based on our or review, the root cause for this complaint could not be determined. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked before use while preparing the infusion. The following information was provided by the initial reporter, translated from chinese to english: "leakage at catheter was noticed during the preparation of the infusion."